Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced elevated blood glucose (bg) of 249 mg/dl by fingerstick and 302 mg/dl on the ilet after dinner without a meal announcement. The user was advised to allow the ilet corrections algorithm to adjust. On (B)(6) 2025 bg improved to 177 mg/dl and later to 98 mg/dl. No hospitalization or long-term effects were reported.